Event description:
It was reported that the pacemaker exhibited failure to interrogate. No patient symptoms were provided. No further information was made available. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".